Event description:
A surgeon reported that cloudy, particulate matter was noted during the release of an intraocular lens (iol) from the cartridge of an iol delivery system. During the post-op day one exam, the pt had a fibrinoid membrane (inferior iris membrane) and was treated with topical ophthalmic medications. The surgeon described the pt's condition on post-op day 3 as improved.

Event description:
The reporting surgeon provided additional info indicating he located an internal source responsible for the reported case of uveitis. The event was not related to the iol delivery system.